Event description:
It was reported via repair work order that the brakes will not stay engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes will not stay engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This MDR initial report is a duplicate report of a previously issued MDR. Please see MDR # 0001831750-2013-05053 for information regarding this event.